Event description:
It was reported that air bubbles were observed within the canister and infusion set tubing. Customer performed a supply change to address the issue. There was no adverse impact to the customer¿s blood glucose value.